Event description:
It was reported that the patient was being scheduled for a prophylactic replacement. The patient had started experiencing erratic stimulation about 1 month prior to the referral; however her seizures were reportedly much better than her pre-vns baseline frequency. Revision is likely but has not occurred to date.

Manufacturer narrative:
.